Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that when the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt, the helix on the right atrial lead was stuck. The lead was not used. A different model lead was attempted, but was unable to be implanted due to patient anatomy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.